Event description:
The patient's meter was set to the incorrect unit of measurement. The reporter stated that the meter was originally set to the correct unit of measurement and that the patient had not made any changes to the setting. The patient was taken to the hospital, however, treatment, if any, was not reported. No blood glucose results were reported either. Due to a spontaneous power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. There is no evidence of the meter contributing to a serious injury. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt to reach the patient. A replacement meter has been sent.